Manufacturer narrative:
The reported reader has been returned and is currently being investigated. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. As a result, the customer was unable to obtain readings and experienced a loss of consciousness, however, was able to self-treat (unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Reader was sufficiently charged. Cyber security issue was observed. Secure-1 issue was cloned to addressed this issue. Reader was de-cased and visual inspection was performed, no issues were observed. The stm processor was present. The returned battery voltage was measured to be within specification range. An extended visual inspection was performed and no issues were observed. Returned reader turns on with home button and battery is sufficiently charged. Performed bnp-2 test for off current and all results were within specification. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. As a result, the customer was unable to obtain readings and experienced a loss of consciousness, however, was able to self-treat (unspecified). There was no report of death or permanent injury associated with this event.